Event description:
A home pt had over torqued the clamp on his transfer set and broke the occluder feet. The transfer set was changed out. No further details exisr relative to the actual incident or pt injury. No pt injury or medical intervention was associated with this incident per the home pt's nurse.